Event description:
Could not stand up on her feet [difficulty in standing]. Verydifficult time walking [walking difficulty] . Knee was slightly swollen [swelling of l knee] . Knee was very painful/severe pain [aching (l) knee] . Some stiffness in knee [joint stiffness] . Felt a boiling in her knee after the injection [injection site joint discomfort] . Case narrative: upon receipt of follow-information on (B)(6) 2019, the (B)(4) was identified to be a duplicate of the current case. The (B)(4) received on (B)(6) 2019, will be deleted. Initial information received on 27-sep-2019 from canada regarding an unsolicited valid serious case received from a patient via call center. This case involves a 59 years old female patient who experienced very difficult time walking (latency: unknown), knee was slightly swollen (latency: same day), knee was very painful/severe pain, felt a boiling in her knee after the injection (latency: same day), felt a boiling in her knee after the injection (latency: 1 day) some stiffness in knee, could not stand up on her feet (latency: unknown), with the use of medical device hylan g-f 20, sodium hyaluronate (synvisc one). The patient's past medical history, medical treatment(s), vaccination(s), concomitant medication(s) and family history were not provided. On (B)(6) 2019, the patient received intra-articular injection of hylan g-f 20, sodium hyaluronate in left knee at dosage of 6ml, once (batch: unknown) for osteoarthritis. There would be no information available on batch number of this case. The same day, patient experienced her knee was slightly swollen and was very painful. On (B)(6) 2019, after one day, felt a boiling in her knee after the injection. As a corrective treatment for her pain, her doctor gave her naproxen and it helped with pain some. She was also icing her knee. On an unknown date in (B)(6) 2019, after the injection, patient also had some stiffness in their knee (latency: unknown) and had very difficult time walking (latency: unknown). This event was leading to disability. As a corrective for the same, patient was using a cane for assistance. Since an unknown date in (B)(6) 2019, after unknown latency, the patient could not stand up on her feet and needed a cane now and was not cooking or cleaning. This event was leading to disability. On (B)(6) 2019, patient had an MRI done and was scheduled to meet her arthritis specialist on (B)(6) 2019. Action taken: not applicable for all events. Corrective treatment: cane for difficult time walking and could not stand on her feet; naproxen and icing for knee was very painful/severe pain, felt a boiling in her knee after the injection; not reported for rest of events. Outcome: unknown for could not stand on her feet and felt a boiling in her knee after the injection; not recovered/not resolved for rest all events. A product technical complaint was initiated for synvisc one (lot: unknown) on (B)(6) 2019 with global ptc number (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers, and assessed possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review did not indicate any safety issue. Sanofi will continue to monitor adverse events to determine if a CAPA was required. Final investigation completion was (B)(6) 2019. Additional information was received on 07-oct-2019. All the information from case (B)(4)has been merged into this case as both cases were identified as duplicates. Global ptc number and ptc results were received. Clinical course updated. Text amended accordingly.

Event description:
Very difficult time walking [walking difficulty], knee was slightly swollen [swelling of l knee], knee was very painful [aching (l) knee], some stiffness in knee [joint stiffness]. Case narrative: initial information received on 27-sep-2019 from (B)(6) regarding an unsolicited valid serious case received from a patient via call center. This case involves a (B)(6) years old female patient who experienced very difficult time walking (latency: unknown), knee was slightly swollen (latency: same day), knee was very painful (latency: same day) and some stiffness in knee (latency: unknown), with the use of medical device hylan g-f 20, sodium hyaluronate (synvisc one). The patient's past medical history, medical treatment(s), vaccination(s), concomitant medication(s) and family history were not provided. On (B)(6) 2019, the patient received intra-articular injection of hylan g-f 20, sodium hyaluronate in left knee at dosage of 6 ml, once (batch: unknown) for osteoarthritis. There would be no information available on batch number of this case. The same day, patient experienced her knee was slightly swollen and was very painful. On an unknown date in (B)(6) 2019, after the injection, patient also had some stiffness in their knee (latency: unknown) and had very difficult time walking (latency: unknown). This event was leading to disability. As a corrective for the same, patient was using a cane for assistance. Action taken: not applicable for all the events. Corrective treatment: cane for difficult time walking; not reported for rest of events. Outcome: not recovered/not resolved for all events. A product technical complaint was initiated and results were pending for the same.